Event description:
It was reported that the recently implanted vns patient developed an infection. The patient underwent surgery to explant his generator and lead. The explanted generator and lead were returned to the manufacturer for analysis. A review of device history records was performed and confirms that the generator and lead were sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Analysis of the returned generator and lead portions was completed. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed with no discontinuities identified. There is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaint.